Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer site. The cse inspected the instrument and replaced the malfunctioning uninterruptible power supply (ups). The performance of the advia centaur xp was verified. The system is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer informed siemens of noises and sparks that emitted from the uninterruptible power supply (ups) that is used with the advia centaur xp instrument. Siemens assisted the customer with troubleshooting. The customer bypassed the ups, and the instrument was operational. There was no visible smoke, flames, or damage to property. The customer informed siemens that no one from the staff was injured or harmed due to the event. There are no known reports of adverse health consequences due to the noises and sparks that emitted from the ups.